Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Angina, dyspnea, and hypersensitivity/allergic reaction are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. It was reported that the device was implanted to treat a restenosed lesion. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states that the device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that two years ago, the patient presented with a myocardial infarction and a 100% occluded left ventricle artery. On (B)(6) 2009, a 3.0x12 and a 3.0x18 vision bare metal stent were both implanted in the mid left anterior descending artery and carvedilol beta blocker was prescribed as treatment. Since implantation of the stents from the index procedure (B)(6) 2009, the patient has since been experiencing pain, shortness of breath, and chest pressure. A stress test was performed, but yielded negative results. On (B)(6) 2010, the patient arrived in emergency room with 99% restenosis of one of the vision stents. A 2.75x28 xience v stent was placed inside both vision stents, spanning the length of both stents. The same symptoms of pain, shortness of breath, chest pressure, and tenderness to touch in the mid chest area persist. Diltiazem medication was administered for treatment in (B)(6) 2012. An unspecified abbott stent and several metals were placed on the patient skin to perform a patch test, resulting in positive allergy to gold salt and cobalt. No treatment has been administered for the allergy. There were no reported patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The two vision stents referenced are being filed under a separate MFR #. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.